Manufacturer narrative:
(B)(4). Eval, results: mi.

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted; one in the mid lad and one in the mid rca. It is reported that the pt suffered a spontaneous gastrointestinal (gi) bleed three days post index procedure. The pt was taking aspirin, but not clopidogrel at the time of the event. Pt was asymptomatic / free of symptoms at 30 day follow up. Pt's cardiac status at 6 month follow up was stable angina and at 1 year follow up was unstable angina. Pt was asymptomatic / free of symptoms at 1.5 year follow up. It is reported that the pt suffered an acute non-stemi approximately 25 months post index procedure. Investigator has indicated that the event was not related to study procedure. (Ref MFR # 2953200-2011-00499).